Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced, and the pocket was revised due to pain at the pocket site. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.